Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had vibrate anomaly. The customer¿s blood glucose was unknown. Customer stated that insulin pump did not vibrate during the vibrate test portion of the self test. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No pump error 63 noted during self test or in pump history files. However, device failed to vibrate during the self test. Problem isolated to vibrator motor.